Event description:
Information was received indicating that low accuracy was noted by 18mls to a smiths medical cadd®-solis vip ambulatory infusion pump. Was reported to be an out of box failure. There were no reported adverse effects.

Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was "out of box fail, low accuracy 18.0 ml". No physical damage was found on the device. The customer's reported problem was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. What caused the reported problem is unknown. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.